Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "partial rupture of the device near the junction between anchor sleeve and catheter start." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause was unknown. One 3fr sl powerpicc sv catheter was returned for evaluation. An initial visual observation of the sample showed use residue on the catheter with an injection cap attached to the hub. The sample arrived in 3 sections with a complete break of the catheter tubing at the molded joint. The catheter tubing and molded joint showed indications of discoloration, resulting in a a yellow/brown appearance on the white catheter shaft, consistent with chemical staining. This staining was more prominent on one side of the molded joint. Microscopic examination of the fracture site showed that the surface was highly granular and topographically complex and the surfaces of the break site also suggested twisting/kinking of the catheter in the same location. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. It's possible that this failure was multi-factorial; however, there was a lack of clear evidence which could confirm this. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "partial rupture of the device near the junction between anchor sleeve and catheter start." No other information was provided.